Event description:
It was reported that the ventricular lead had an apparent conductor fracture and had a sudden increase in pacing thresholds and impedance. The lead was explanted and replaced. It was further reported that the lead was found to be broken at the replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, there was a white substance on the outer insulation and there was apparent explant damage. Visual analysis was performed only.